Manufacturer narrative:
During inspection and testing, service found the right eyeshade was torn. A review of the device history record found no deviations that could have caused or contributed to the torn eyeshade. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the eyeshade was torn due to long-term use and handling. In addition, since the eyeshade was partially torn, it is presumed that it was caused by repeated actions such as partially pinching and pulling the eyeshade. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (stiff diopter adjustment lever) was confirmed during testing. The force of the lever was out of standard due to the helicoid screen running out of grease and sticking. In addition, the left optical axis was misaligned and the cable cap was missing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during the pre-use inspection, the diopter adjustment lever was stiff. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the right eyeshade was torn. This report is being submitted for the malfunction found during evaluation (torn eyeshade). There was no harm or user injury reported due to the event.